Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The pca was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information that there was no voltage on output going to the standalone board. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: initial reporter provided. If information is provided in the future, a supplemental report will be issued.